Event description:
The customer reported an o2 device error, indicating an oxygen device failed, occurred when the ventilator was disconnected from an oxygen tank and connected to the hospital's oxygen wall hose. The device was in use on a patient. There was no patient harm reported.

Manufacturer narrative:
Patient information was requested; waiting for a response from the international customer.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 02/11/2016. Conclusion / root cause: the unknown debris wedged between the orifice body and seal inside the oxygen valve solenoid assembly created the oxygen accuracy test to fail. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The customer reported an o2 device error, indicating an oxygen device failed, occurred when the ventilator was disconnected from an oxygen tank and connected to the hospital's oxygen wall hose. The device was in use on a patient. There was no patient harm reported.